Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp did not lock onto patient's head. Additional information on (B)(6) 2019 stating that they do not have information concerning the patient and was just handed the device for repair. The date of the event was not specified. It was unknown if there was patient injury or surgery delay.

Manufacturer narrative:
The device was returned for evaluation. No issues observed. Unit cleaned per protocol. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure unit will function properly. Repair cannot duplicate unit not locking; unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. The device history record reviewed for product observed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. The root cause was not determined.

Event description:
N/a.